Event description:
The customer reported that during use of this handpiece in an oral surgery procedure, the surgeon received what was described as a "shock", which resulted in a reddened area to the skin. This redness subsided without any intervention.

Manufacturer narrative:
Investigation results: an eval of this handpiece was unable to verify the reported problem of "shock". This was tested and met electrical specs. Further testing of this handpiece found it exceeded the manufacturer temperature specs. In addition, the unit stalled during testing & the test console generated an error message "check bur lock". The handpiece was also found to have worn bearings with corrosion-like deposits on the collet assembly, and cast stator damage with peeling. The last repair date found for this device was (B)(6) 2007. The concomitant console & cord were not returned for eval. The handpiece instruction manual warns the user of the following: prior to each use, the microchoice high speed drill and all associated equipment must be inspected for proper operation. Ensure all attachments & accessories are correctly attached to the handpiece. Performance test prior to use: operate the drill at maximum speed (100,000 rpm) for one minute and monitor for any of the following: excessive noise. Excessive vibration. The drill or bur guard being hot to the touch during the test procedure or during surgical use. Warning: use of a drill not functioning properly can result in injury to the pt or medical personnel. Overheating might occur if the handpiece or accessory bearings are worn or are not kept clean. Continually check all parts of the handpiece and attachments for overheating. Discontinue use and return the equipment for service as necessary. Overheating can cause serious injury to the pt or operating room personnel. The service interval for this handpiece and associated bur guards is every 6 months. Additional info will be provided to the customer.